Manufacturer narrative:
The device was discarded and not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor breaking. Probable root cause: application. -excessive force torquing anchor or lateral force applied during insertion. -not enough axial force during insertion. -use of wrong tap - improperly prepared hole . -bone to hard for anchor insertion. -bone not hard enough to maintain screw purchase. -no pilot hole prepared. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the proximal end of the anchor broke during insertion at the point where the anchor inserter ends in the anchor. A new anchor was used to complete the procedure. All broken parts were removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the proximal end of the anchor broke during insertion at the point where the anchor inserter ends in the anchor. A new anchor was used to complete the procedure. All broken parts were removed.